Event description:
The customer reported that 1 to 2 drops of clear fluid intermittently leaked from the coulter lh 500 hematology analyzer blood sampling valve (bsv). The customer called in with hct high on abnormal I control. The customer stated that rbc and mcv were high on all three levels. The leak was not contained and that they had not run patient samples. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found a blockage in the sample line pathway. He bleached the bsv/sample line to resolve the leak. Fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).